Manufacturer narrative:
H6: added code f2303.

Manufacturer narrative:
Corrected: d4 (serial). Ppae ( organ failure/sepsis/cardiac arrest): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: b5 narrative updated.

Event description:
A 68 -year-old male patient was admitted to the hospital with acute myocardial infarction cardiogenic shock under cardiopulmonary resuscitation with a left ventricular ejection fraction of 15 % and a lactate of 3.0 mmol/l with a mean atrial pressure of 44 mmhg under 1 inotrope and respiratory support with oxygen saturation of 58% in society for cardiovascular angiography and interventions shock stage e. He had a known history of coronary artery disease (left ventricular ejection fraction of 15%) and chronic kidney disease of stage 3. Impella cp was placed with ultrasound-guided micro-puncture via the right femoral artery without a percutaneous coronary intervention performed and transferred to the intensive care unit. Urine output decreased to 20cc/hour. Upon on arrival on the intensive care unit, however, patient decompensated and had to be intubated. (The field representative relayed that the patient had labs drawn to confirm suspicion of sepsis and urine samples taken the patient was started on antibiotics). Some hours later, the patient further declined. Eventually, patient went into ventricular fibrillation and had a cardiac arrest and expired on impella cp support. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 68 -year-old male patient was admitted to the hospital with acute myocardial infarction cardiogenic shock under cardiopulmonary resuscitation with a left ventricular ejection fraction of 15 % and a lactate of 3.0 mmol/l with a mean atrial pressure of 44 mmhg under 1 inotrope and respiratory support with oxygen saturation of 58% in society for cardiovascular angiography and interventions shock stage e. He had a known history of coronary artery disease (left ventricular ejection fraction of 15%) and chronic kidney disease of stage 3. Impella cp was placed with ultrasound-guided micro-puncture via the right femoral artery without a percutaneous coronary intervention performed and transferred to the intensive care unit. Urine output decreased to 20cc/hour. Upon on arrival on the intensive care unit, however, patient decompensated due to septic shock and had to be intubated. Some hours later, the patient further declined. Eventually, patient went into ventricular fibrillation and had a cardiac arrest and finally expired on impella cp support. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella.